Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker still in its box could not connect with radio frequency but, rather, would only interrogate with wand telemetry. There were no nearby sources of electromagnetic interference. The pacemaker will be returned for analysis and will not be used.